Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 18, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that during maintenance the device alarmed "operation failure [vent inop]". There was no patient involvement reported.

Manufacturer narrative:
The original initial medwatch report failed submission electronically due to the international phone # being in the incorrect format. This medwatch report corrects the format of the international phone # and provides all of the information that was contained on the original initial medwatch report that failed submission. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 18, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that during maintenance the device alarmed ¿operation failure [vent inop]¿. There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The component was installed in a known good vela unit. Upon initial start up the unit received ¿vent inop¿. The events log indicated post dav or adc error (8, 4013, 3). The voltage at r608 measured 1.2 mvdc compared to a functional main pcba of between 3.8 and 4.189 vdc. The main pcba will be stored per quality and failure analysis processes.

Manufacturer narrative:
Device evaluation should have been selected in the follow-up report 002. Corrected data should not have been selected in the initial medwatch report.